Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Review of the device history records indicates the lot was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The event was confirmed. Visual inspection was performed as part of the mar. The report concluded: the instruments' seizing was determined to be a result of abrasion and galling between the retention pins and knob features. Galling can occur when metal surfaces are in contact or articulating against each other. Instructions for the proper use and care of orthopaedic instruments described in lstpi-b indicates that instruments with moving parts should be functionally tested prior to sterilization and medical grade lubricating oil should be applied as required. There is no indication at this time that the design nor manufacturing of the subject device contributed to the event.

Event description:
It was reported during primary of fractured greater trochanter, the grip introducer malfunction. Doctor used another one, no delay in surgery, no impact to patient.

Event description:
It was reported during primary of fractured greater trochanter, the grip introducer malfunction. Doctor used another one, no delay in surgery, no impact to patient.